Manufacturer narrative:
Therapy dates: the reporter indicated that this occurred in the 2-3 months prior to 01 aug 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of large volume folfusors overinfused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.